Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Event description:
New information received from the customer stating the event occurred during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system and handpiece were both examined and the reported event was not replicated. The system and handpiece were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 21, 2011. Based on qa assessment, the product met specifications at the time of release there was no problem found with the handpiece. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that a handpiece presented with an occlusion issue during surgery. Patient impact is unknown.